Event description:
Customer alleged left side motor (B)(4) connector is melted. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA was issued for the event. Quote ((B)(4)) was issued for the event for the new motors. Model 3gtq-ts (B)(4) is approximately 8 years and 8 months of age. The user manual was issued with this device. The consumer's medical condition, stability and medication regime are unknown. The consumer's age, height, and weight are unkown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges that the left side motor (B)(4) connector is melted.